Event description:
It was reported that during a gastrectomy procedure, the clip could not be fed into the jaw properly after 4th firing. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Eval summary: the analysis results found that the el5ml device was received in good visual condition. When testing the device for functionality it was noted to be empty and the lockout was fired through. The instrument would not fire the clips as it was returned empty and fired through. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.